Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the ok keypad button had to be pressed multiple times for a response. At the time of troubleshooting, the patient confirmed the keypad was intact. There was no reported patient impact associated with this complaint

Manufacturer narrative:
Follow-up # 1 06/25/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: on investigation, the keypad was found to be fully intact. Testing confirmed intermittent responses to button presses on the ok and contrast buttons. Multiple button presses requiring increasing force are required before the ok and contrast buttons will engage. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There is evidence of internal moisture damage. There is corrosion inside the battery compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.